Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
A ¿replace generator¿ warning message was reported. As a result, the patient's ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg has reached end of service and is no longer providing therapy. Surgical intervention may be pending to address the issue.